Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the staple line was incomplete distally. On the second firing, the stapler cut the gastric tube and created a hole. The surgeon removed the damaged gastric tube and use another cartridge to close the defected part of the stomach.